Event description:
It was reported that the vns patient who was recently implanted with a vns device, that one month after surgery at a follow up appointment, the chest incision was not healing properly, and there was a discharge at the chest incision site. The patient was given antibiotics at that time. A culture sample was taken and an infection was identified at the chest incision site, however the specific bacterium was not provided. Surgery was planned to remove the device. Good faith attempts to obtain confirmation that surgery occurred, and additional information from the surgeon have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.